Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes such as calcific degeneration. Many factors can contribute to the onset and propagation and calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that seven (7) years, six (6) months post-implantation of this bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe stenosis and insufficiency, secondary to calcific degeneration. Per the pre-operative echocardiogram report, the leaflets were thickened and had restricted movement. There was a high gradient (mean gradient = 57 mmhg) indicative of severe stenosis and grade +4 insufficiency. There were no reported complications during the procedure and the patient was listed as hospitalized, in stable condition, post-operatively.